Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address low bg. Tandem technical support (cts) performed a system check and review of the pump data and determined that the pump functioned as intended, and the cause of the low bg was unknown. Customer understood and acknowledged and continued to use the pump for insulin therapy.